Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery while surgeon impacting the cup using the adaptor (part#: 221750048, lot#: unknown) connected to an impactor (part#: unknown), the adaptor got disconnected and then left on the cup. He removed the adaptor from the cup using a long nose pliers and so on. Doe: (B)(6) 2017; surgical delay: 10 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.